Manufacturer narrative:
A visual evaluation of the returned (iunihg) screw confirmed that it had fractured at the threaded region. The screw threads and shank surface had wear damage. The device history record review did not identify any manufacturing deviations which would cause this complaint. A definite root cause could not be determined.

Event description:
The dentist reported that the abutment screw fractured 2 years post restoration.